Manufacturer narrative:
(B)(4). The reported complaint could not be confirmed. The customer returned a guide wire, a guide wire advancer and a clear tray. The catheter was not returned. The guide wire appeared typical and did not exhibit any kinks or bends. The guide wire was found to be intact and within specification. A review of manufacturing records did not yield any relevant findings. The probable cause of this event could not be determined based on the information provided and without a complete sample. No further action will be taken.

Event description:
It was reported that in hd after the catheter was in position, the physician tried to remove the guide wire. During removal, resistance was met resulting in both the guide wire and catheter needing to be simultaneously removed. It was at that time, the guide wire was found to be unraveled. A new kit was then opened and used without issue. A delay was reported, however, there was no additional harm to the patient due to this delay or as a result of this occurrence.

Manufacturer narrative:
(B)(4).